Manufacturer narrative:
On sept 1997, the pt alleged that during the injection procedure on 15 nov 1996, it really hurt while the physician was massaging the collagen in. She noted immediate redness where the needle pierced the skin and swelling at the injection procedure. The symptoms resolved spontaneously in about 2 days. She could not recall wehn the symptoms at the injection sites later began. On 18 sept 1997, the symptoms had not improved and intermittently flared. She has never gone 2 days without a flare. On 18 sept 1997, she woke up with a lump at the lateral orbital creases.

Event description:
A physician reported a pt who was treated on 11/15/96 with two formulations of collagen to the nasolabial folds, glabella and lateral orbital creases. On 1/28/97, the pt called to report erythema and swelling at the treatment sites (date of onset unk). On 2/11/97, the pt presented with continuing erythema and swelling at the lateral orbital creases and left glabella. The physician diagnosed a hypersensitivity and administered intralesional kenalog to the symptomatic sites. On 2/25/97, the symptoms were present but not improved. Upon examination, the physician noted an enlarged lymph node in the pt's neck which she believed to be unrelated to collagen. She was unsure of the etiology of the enlarged node.